Event description:
A report was received that the patient had burning sensation at the pocket site the patient underwent pocket revision but the issue became worse than before. The physician was unsure if it's device or procedure relate.

Event description:
A report was received that the patient had burning sensation at the pocket site the patient underwent pocket revision but the issue became worse than before. The physician was unsure if it's device or procedure relate.

Manufacturer narrative:
Additional information was received that no further course of action will be taken.